Event description:
Ous MDR. After an implantation time of about 3 years, it was reported that the pacemaker could not be interrogated. The pacemaker was explanted. Implant date could not be verified.

Manufacturer narrative:
After its arrival at biotronik, the pacemaker underwent a visual inspection, during which scratches were noted on the side of the pacemaker that carries the inscription. The clinical complaint was confirmed. The pacemaker could not be interrogated. An interrogation was performed at room temperature and at 37 degrees c. It was not possible to establish communication with the pacemaker. The pacemaker was opened and destructively analyzed. The battery voltage was measured and it was detected that the battery was completely discharged. Given an operation time of 29 months, this is a premature battery depletion. Subsequently, the electronic module was analyzed destructively, and an increased power uptake was analyzed. A damaged memory block could be identified as the cause of the increased power uptake. After exchanging the memory block, the power uptake was regular, and the electronic module functioned without deviations from the specifications. The quality and production documents of the pacemaker were analyzed.